Manufacturer narrative:
The customer performed maintenance which cleared the reported error. No ge service was required. No further service information is available at this time.

Event description:
The customer reported that the 7900 system would display an error message. No patient injury was reported.